Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its (B)(4) implant patient registry that this mitral pericardial valve, implanted one (1) year and two (2) months and seventeen (17) days, was explanted and replaced with a 25mm edwards magna mitral east pericardial valve. The reason for explant has not been provided.

Manufacturer narrative:
Device not returned. It is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the surgeon explanted a 25mm valve and implanted another 25mm valve after an implant duration of approximately fifteen (15) months. However, without return of the device or response from the health care provider, we are unable to investigate into the root cause for this event. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4) 2015 - the device will not be returned for evaluation as no information was provided by the customer due to hospital policy.